Event description:
End user alleges while stationary in the power wheelchair, with the unit powered on, she leaned forward to place an item into the refrigerator and fell out of the seat. While end user was trying to pull herself up, her clothing got caught on the controller and she injured her back. End user was not wearing a seat belt when she slipped out of the chair. Allegedly, as a result of the incident the end user was hospitalized.

Manufacturer narrative:
No malfunction of motorized wheelchair suspected. End user reported while stationary in the power wheelchair, with the unit powered on, she leaned forward to place an item in the refrigerator and fell out of the seat. End user was not wearing a seat belt. The owner's manual warns, "when seated in a stationary chair, press the power button to off", "do not reach over the back of the chair or lean excessively forward or sideways", and "always use the seat belt".